Manufacturer narrative:
The device subject of the reported event was discarded by user facility personnel. Without the return and evaluation of the device an exact cause cannot be determined. There have been no other complaints associated with this lot. No additional issues have been reported.

Manufacturer narrative:
The device subject of the reported event is being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure, their defendo biopsy valve was leaking resulting in a short procedure delay. The procedure was completed successfully using a different device. No report of injury.